Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone12.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula retracted, indicating a needle mechanism failure. The pod was not worn. No treatment and no impact to the patient's blood glucose level was reported.

Manufacturer narrative:
The device was received fully deployed with the slide insert in its expected position. The device was received in pod state 15 and delivered 57 total pulses. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to the reported retraction of the cannula. During investigation, the exposed portion of the soft cannula was observed to be shortened, resulting in a failure of the fluid path. The exact timing and cause of this damage could not be determined.